Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station data need to be synchronized. A technical support specialist dialed into the station and noted that the station name displayed as unknown device, checked the database synchronization logs and identified that the station required manual recovery, which was completed per knowledge article (ka) - manual recovery required - datasyncinvaliduploadchangetrackingvalue; however, the station continued to show as unknown device, reviewed past cases and noted that the issue was previously resolved by reverting the computer name to its original value, followed knowledge article (ka) - computer name change instruction to rename the computer accordingly, after which the device successfully synchronized with the server. Once both upload and download statuses were current and no data variations appeared in the database synchronization logs, changed the computer name back per customer configuration and verified that both upload and download remained current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new cabinets were being implemented and needed to be synchronized as they were not displaying accurate data. However, there were no delays, adverse events or injuries reported based on this event.